Event description:
It was reported that a boston scientific advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen on (B)(6) 2007 for a follow up appointment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.